Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and a small piece of lens haptic tore off. There was patient contact and the backup lens was implanted with no problem. There was no patient injury. The reporter indicated the surgeon did not feel there was a problem with the lens or the injection system. The lens was discarded.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens was discarded. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded.